Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an evaluation could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during testing. It was also reported there was no pt injury.